Manufacturer narrative:
Due to results in question the patient received a blood transfusion. No reported sequela. The prime plus analyzer was evaluated by the service manager on 2022-10-17. The analyser was checked, same reagent onboard. Qcs were fine, no error message found. Other patient values were not affected.

Event description:
Customer reports discrepancies in hb results for one patient.

Manufacturer narrative:
The customer complaint could not be confirmed or replicated. No products were returned for investigation. The patient had 5 different specimens collected over a period of 16 hours (2 arterial and 3 venous). The data does not indicate when (time) they tested in the laboratory and obtained the 5.1 so this information is of little value to the timeline. The last specimen appears to be after the unit of blood was given and the patient hct and thb increased. Overall, this patient appears to have a unique unknown condition because the patients' hct to thb ratio for all 5 specimens is approximately 5/1 compared to the normal 3:1 ratio. Based upon the data, it appears the thb was artificially low due to an unknown interference or the hct is artificially high for the same reason. The lab data does not provide any insight in this determination. All qc testing of the device were within expected ranges. No other patients were affected, making this an isolated case. A conclusive root cause could not be identified. Nova biomedical will continue to monitor for this or similar events